Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: day 1, 1st inratio: 2.8, 2nd inratio: 3.0. Date: day 2, 1st inratio: 1.8, 2nd inratio: 2.2; date: day 3, 1st inratio: 2.4.

Manufacturer narrative:
Inratio precision data provided by end-user lot: date: day 1, 1st inr: 2.8, 2nd inr: 3.0, mean: 2.90, sd: 0.14, %cv: 4.88. Fifteen minute time lapse between two readings. Since 4.88% cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Inratio precision data provided by end-user lot: date: day 2, 1st inr: 1.8, 2nd inr: 2.2, mean: 2.00, sd: 0.28, %cv: 14.14. Fifteen minute time lapse between two readings. Since 14.14% cv is less than 20%, inratio meter results pass the criteria for precision. The 2.4 inr is excluded from comparison since no other inr test result was obtained on the 3rd day. No further testing is required at this time. Conclusion: data analysis on cv% calculation from comparison test data provided by end-user revealed both inratio values met precision criteria. The results are not considered discrepant within the context of the documented variability for inr testing. The outcome of complaint investigation does not demonstrate a potential deficiency of a product. As of 01/26/2010, 7 discrepant result complaints were reported for lot #214535, yielding a complaint rate of 0.013%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. Corrective action not required at this time.